Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The authorized getinge distributor conducted multiple reboots but the fault still could not be eliminated. To address the issue, the distributor replaced the datasette dss and the iabp then ran normally. The unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp), the authorized getinge distributor discovered that there was no display on the screen and the unit emitted a ringing beep upon start-up. This is an out-of-box (oob) failure. There was no patient involvement; thus, no adverse event was reported.

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp), the authorized getinge distributor discovered that there was no display on the screen and the unit emitted a ringing beep upon start-up. This is an out-of-box (oob) failure. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The removed dss datasette was returned to the getinge national repair center (nrc) for investigation of the out of box failure. A senior repair technician of the nrc inspected dss datasette and no visual damage was observed. The technician installed the dss datasette into the board of cs100 test fixture and tested to factory specifications per cs100 service manual. The part failed testing and the technician verified the reported failure of ¿no display on screen with an audio alarm.¿ the dss datasette was sent to the supplier for failure analysis per procedure. A supplemental report will be submitted when additional information is made available.

Manufacturer narrative:
The supplier evaluated the dss datasette and stated that u1 was not programmable. The dss datasette was scrapped and was not sent back to the getinge national repair center. No further investigation is required.

Event description:
It was reported that during installation of the cs100 intra-aortic balloon pump (iabp), the authorized getinge distributor discovered that there was no display on the screen and the unit emitted a ringing beep upon start-up. This is an out-of-box (oob) failure. There was no patient involvement; thus, no adverse event was reported.